Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that decreasing right ventricular sensing and impedance trends were observed on the right ventricular lead though still within the normal range. Programming changes were made. The lead was being monitored. The patient was stable